Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after starting the intra-aortic balloon(iab) therapy, the console generated a autofill failure alarm. The balloon was replaced but the same autofill failure alarm generated. There was no reported injury to the patient. This report is for the 2nd balloon used.